Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had thermal damage to pulley cover. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument for evaluation, but the product analysis has not yet been completed.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Refer to the updated code for annex d.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed investigations. During visual inspection, the instrument was found to have charred a localized melting on bipolar yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.